Event description:
The customer reported that the insulin pump had unresponsive buttons. Troubleshooting was performed and the buttons work intermittently. The customer stated that she was working on her yard and the device was exposed to moisture. The battery was changed and a blank screen was noticed. Also, the customer stated that it appeared that the device had moisture under the display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the electronic and motor assemblies. Further testing was not performed due to the blank display.